Event description:
Nurse reported customer being admitted as an inpatient to a hosp for dka. Instructed customer to disconnected from pump to troubleshoot. Found multiple no delivery alarms in the history. Explained the alarm and causes. Instructed the nurse to explain to the customer that they need to change the entire set when getting no delivery.